Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was completed for provided material number 305211 and lot number 9297845. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, six photos were provided for evaluation by our quality team. The photos show a filter needle with a marked area where the filter is partially detached from the plastic needle hub. It could be possible for this defect to occur if there was a manufacturing process variation at the vendor. Available samples will be sent to the vendor for further analysis. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. CAPA is not required at this time.

Event description:
It was reported that the bd¿ blunt fill needle with filter needle hub was damaged, with the filter membrane partially detached from it at the rim. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "during repetition of the filtration efficiency test (testing of additional 174 samples) in context of design verification, two additional samples failed the test, exceeding our acceptance criteria for filtration efficiency. In addition to the one defect filter needle communicated previously, we found two additional defect transfer filter needles. The defects follow the same pattern: the filter membrane shows partial detachment from the hub at the rim. Altogether, we found three defects in a pool of 474 tested transfer filter needles. The observed defect rate of three defects per 474 tested samples is in contradiction to the reported aql of 0.1 % (the applicable quality criteria on filter efficacy is minimum 99.5% efficiency using 10-micron beads with an aql of 0.10%." In the second round, 174 samples were part of the testing, two failed (sample 67#4 and sample 76 #3) showed this type of defect. 3d laser microscopy analysis was performed on the keyence vk-x210 microscope. Sample 67#4 shows a gap of approx.5 mm in length and sample 76 #3 shows a gap of approximately 2.5 mm in length.